Event description:
It was reported that during the monarch bronchoscopy procedure after initialization, the software instructs user to navigate in the opposite way of the target. The physician elected to abort the case. There was no report of an adverse event due to system issues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health inc., or its employees that the report constitutes an admission that the product, auris health inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The root cause of the reported issue was determined to be segmentation algorithm failure due to abnormal patient anatomy. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident.